Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection around the plate electrode, exposing the receiver/stimulator (specific date not reported). The patient was admitted to the hospital and received IV antibiotics treatment for 3 days (specific date not reported). Oral antibiotics treatment was also administered (specific date and duration not reported); however, the issue did not resolved leading to a decision to explant the device. The patient also underwent a skin revision surgery within the same explantation procedure on (B)(6) 2025.